Event description:
The reporter stated that the pump emitted a replace battery alarm; after replacing the battery, the pump would not turn on. The patient reportedly tried to reboot the pump with three batteries but the issue did not resolve.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting preceded by "replace battery" alarms occurred. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. No defects were found to the battery connections, battery compartment, or the power circuit. The pump was exercised for 24 hours with no power issues occurring. A "replace battery" alarm was reproduced during testing, and the pump gave the appropriate audiovisual alert. The complaint could not be duplicated during testing. Investigation concluded that the power loss was due to use of weak batteries.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.